Event description:
As reported from austria by our edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was to be implanted into a 23mm edwards surgical valve in the aortic position by transfemoral approach. During the procedure, the valve was unable to be advanced through the 14fr esheath+. The valve became stuck in the sheath, so the system was withdrawn. There were no patient injuries. A second kit was prepared, and the new valve was successfully implanted. The patient was stable post-procedure. After the procedure, a small hole was observed in the white proximal side of the first esheath+, and a bent strut was noted on the first valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h3, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 23mm sapien 3 ultra valve was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following observations were noted: one (1) bent strut outwards at inflow side on crimped valve. The valve was expanded during the pre-decontamination process, and the bent strut corrected itself upon deployment. The valve was canted and leaflets dehydrated due to storage conditions. Due to the nature of the event, no applicable functional and dimensional testing was able to be performed. The provided imagery was evaluated and revealed the following: tortuosity is present in the access vessels. The access vessel has a minimum luminal diameter (mld) below the required 5.5 mm for the 14fr esheath+. The valve frame strut is bent on the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported valve frame damage was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (tortuosity, undersized vessels) and/or procedural factors (device manipulation) likely contributed to the event, as provided information indicated that the crimped valve became stuck in the sheath. Also, per imagery provided, tortuosity was observed in the access vessels and the minimum luminal diameter at the access vessel is below the required 5.5 mm for the 14f esheath+. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Device manipulation (e.g high push force) applied to overcome the encountered resistance can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.